Event description:
The customer reported that the device would spontaneously charge when powered on.

Manufacturer narrative:
The customer reported that the device would spontaneously charge when powered on. The device was evaluated at philips, but the symptom could not be duplicated. The device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.